Event description:
A home pt's relative contacted baxter's technical service department regarding a low drain volume during initial drain. Fibrin was noted. Baxter's technical service rep assisted the home pt's relative with an end of therapy procedure. A follow-up call was placed to the home pt in january 2006, and the home pt indicated she had been in the hosp for an infection. A call was then placed to the home pt's peritoneal dialysis (pd) nurse. The pd nurse stated the home pt was admitted to the hosp in december 2005 for peritonitis. The home pt had a cloudy effluent and fatigue. The home pt was treated with 80 mg gentamycin per day. The cause of the peritonitis was pt contamination, and the home pt was re-trained in aseptic technique. The home pt was discharged from the hosp in january 2006.